Event description:
It was reported that there was discoloration of the wound. There were large patches of the silver layers that came off and stuck to the wound site. It was difficult to remove from the wound.